Event description:
In 2007, the lay reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient or reporter to obtain additional information. The reporter said the product issue started at approximately 7:00 am on six days earlier. Afterward, on approximately december 18 and possibly the day prior to original date, the patient felt weak and not well. He ate food and/or drank beverage and felt fine. Information was not provided as to whether the patient ate supplemental food or a regular meal when he was symptomatic. The cca noted that the meter battery had not been replaced per the owner's manual. The meter shut off before the automatic shutoff. The patient did not have a replacement battery. The patient's products were replaced. The complaint is reported because the reporter alleged that the lfs meter powered off during use and afterward the patient felt weak, ate food, and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.